Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery alarms and buttons were sticking. The customer¿s blood glucose level was unknown at the time of incident. The customer also reported that there were scratches on the screen, backlight was not as bright and they had to rewind the insulin pump twice before prime. The customer declined transfer to helpline. The insulin pump will not be returned for analysis.